Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9141569, medical device expiration date: 2024-05-31, device manufacture date: 2019-05-21, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. " (B)(4). Investigation summary: a complaint history check was performed and this is the 4th. Related complaint for needle clog on lot # 9141569. A review of risk management document 149rmn-0004-01, revision 18, indicates that the potential risk of this specific reported incident (pen needle, needle clog) was captured and addressed appropriately. No samples were returned as of 9 june 2020 therefore the investigation was performed based on the photos provided. Customer provide one (1) photo of a shelf carton for 32gx4mm bd pen needles. Consumer reported that needles have been plugged and will not deliver the full dose of insulin. The provided photo was reviewed, and no evidence of manufacturing defect could be determined. Since no defect was observed the alleged issue could not be confirmed. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported needles are "plugged" and unable to deliver full dose of insulin with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: it was reported that needles have been plugged and will not deliver the full dose of insulin. Consumer uses another needle to finish dose.